Event description:
The conmed esu was used during a c-section . The provider set the rocker switch on the drapes thinking it was off. The provider noted a spark and a small burn hole through the drape. The patient suffered a minor burn to her left thigh area, which required silvadene cream topically bid at discharge. Biomed tested the device and it did stay on in coag mode when the rocker switch was not being activated when it should not have.